Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient's mother reported that 1.5 weeks ago the patient's infusion device displayed e8 (power interrupt) and no acoustic alarm was given. She also reported that for one week, the patient has been experiencing elevated blood glucose. In 2009, the patient's blood glucose ranged from 60-265 mg/dl. The mother reviewed the bolus history and the morning bolus was not listed. At about 5 days later, the patient's blood glucose ranged from 55-234 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.